Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4). Stockert model# m-5463-01, serial #unknown. Coolflow pump model# m-5491-02, serial #unknown. Soundstar eco model# m-5723-15, lot# unknown. Lasso sas model# d-1312-01-s, lot# unknown. Manufacturer ref # (B)(4).

Event description:
It was reported that during an afib procedure, the patient went hypotensive after ablation and had to have a pericardiocentesis performed. The catheters were disposed of. Additional information was requested, but no response has been received.